Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 412 mg/dl. Customer experienced thirst, frequent urination and treated themselves with 2.6 units of insulin. Customer advised there was nothing out of the ordinary in their alarm history and bolus history. Customer performed the high pressure test and passed. Customer was advised the insulin pump functioned properly as designed.